Event description:
It was reported that the procedure was performed to treat a lesion in the left superior femoral artery (sfa) with mild tortuosity, mild calcification and 80% stenosis. A 6 fr 6mm sheath was used in a 7.5 mm vessel and a non-abbott balloon was used to pre-dilate the lesion. The 7.5x100mm supera self expanding stent system (sess) was advanced to the lesion. During deployment, the thumbslide was being moved back and forth and the stent stopped deploying; therefore, the stent was repositioned by rotating and shaking the handle and pulling the deployment shaft straight until resistance was met. The stent then engaged and the stent was ultimately deployed, but a portion of the stent remained in the target lesion, and a portion remained in healthy tissue and was noted elongated. There was no other device used to treat the lesion. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the mildly tortuous, mildly calcified and 80% stenosed anatomy prevented the shaft lumens from moving freely resulting in the reported thumbwheel difficulties and the reported difficulty deploying the stent. Interaction with the anatomy (reported tight area) and /or manipulation of the device during attempts to deploy the stent ultimately resulted in the reported stretched/elongated stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.